Event description:
An amplatzer septal occluder was successfully implanted in 2009 in conjunction with the post market study conducted by aga medical. Four days later, the patient complained of migraines that started a couple of days after the procedure and continued daily. She was treated medically and the migraines resolved.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The data safety monitoring board adjudicated this event on december 28, 2009 and determined that it is unknown whether this adverse event is related to the implanted device. Should additional information become available regarding this adverse event, a supplemental report will be filed.